Manufacturer narrative:
Event date: this event occurred on an unspecified date in (B)(6) 2018. (B)(6). Device manufacture date: february 20, 2018 ¿ february 21, 2018. The device was received at the plant for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with 4600mg fluorouracil in 115ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.